Event description:
Discordant, falsely elevated sodium and chloride results were obtained on one patient sample on a dimension vista 1500 instrument. Two samples had been obtained from the same patient and the results for sodium and chloride were higher from the second tube than the first tube. The discordant results were reported to the physician, who questioned them. Both sample tubes were rerun for sodium on the same instrument and resulted the same, matching the initial result from the first tube. Both sample tubes were tested for sodium and chloride on the same instrument and results from both tubes also aligned with the initial results from the first tube. It is unknown if the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer had performed a precision test on the instrument prior to calling tsc. Five patient samples were run in replicates of ten and the precision test resulted as expected. The tsc specialist evaluated the centrifuge specifics and advised that the revolutions per minute (rpm) be decreased. A siemens technical applications specialist (tas) was dispatched to the customer site to adjust the centrifuge rpm. The cause of the discordant, falsely elevated sodium and chloride results is unknown. The sample resulted as expected upon repeat testing on the same instrument and a precision test resulted as expected prior to the centrifuge rpm being adjusted. The instrument is performing according to specifications. No further evaluation of this device is required.